Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the trigger very loose. There was no resistance with the trigger. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by engaging the trigger using hand pressure. Upon engagement of the trigger, no resistance was felt and no clip fired. The device was disassembled and it was found that the trigger was broken in two pieces which prevented the clips from firing. The broken trigger is indicative of pulling the trigger too hard. The clips were manually loaded into the jaws by pushing on the yoke. All of the clips were able to properly load into the jaws and were all successfully applied to over-stressed surgical tubing. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken parts - trigger/ratchet" was confirmed based upon the sample received. The sample was returned with the trigger broken in two pieces which prevented the clips from firing. The broken trigger is indicative of pulling it too hard. After disassembly of the device, the clips were manually fired by pushing on the yoke. All of the remaining clips were able to properly load and were successfully applied to over-stressed surgical tubing. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that the broken trigger was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
The applier was used during the intervention subtotal hysterectomy and double promontofixation. The applier broke during use for no apparent reason. There were still clips inside the applier. We replaced the applier with another one from another lot# 73g1900192, used with success. The trigger of the handle broke so the clips could not be fired. No parts fell into the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73f190022 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The applier was used during the intervention subtotal hysterectomy and double promontofixation. The applier broke during use for no apparent reason. There were still clips inside the applier. We replaced the applier with another one from another lot# 73g1900192, used with success. The trigger of the handle broke so the clips could not be fired. No parts fell into the patient.